Event description:
It was reported that this product was part of a system revision due to infection. This right ventricular (rv) defibrillation lead was explanted. No additional adverse patient effects were reported. The device was retained by the hospital.

Manufacturer narrative:
Based on the available information, although no product has been returned and the product was retained by the hospital, we have determined that the infection is a known inherent risk with use of this product.